Event description:
The user reported that the monitor generated error codes upon power up. No other details regarding the nature of the event were reported.

Manufacturer narrative:
Eval in progress, but not yet concluded.